Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic procedure on an unknown date and suture was used. During the procedure, the needle was popping off of the suture at the swage. The procedure was completed with an alternate like device with no patient consequences reported.